Event description:
Boston scientific crm received information that during the implant of this implantable cardioverter defibrillator (ICD), an increased right ventricular (rv) impedance of greater than 2000 ohms, and noise on the rv channel were observed. The lead was reinserted into the header, and the physician noted a lot of 'back pressure'. On the fourth attempt, mineral oil was used with success. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.